Event description:
A report was received that the patient had developed an abscess at the occipital lead site. The patient's symptom included a lump at the base of her skull. A stitch was added to close the area to prevent further issues. The area was thoroughly cleaned and the patient was given antibiotics as a precaution.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.